Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon report, the patient was explanted in 2007 due to a "foreign body reaction to the cl, skin erosion and mrsa infection." Reimplantation surgery plans had not been provided at the time of this report.